Event description:
It was reported that this right atrial lead exhibited low amplitude, high pacing thresholds and undersensing. Reprograming of the device was performed. This lead remains in service. No further adverse patient effects were reported.